Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were within specifications. A review of the lot batch record and microbial testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on information available, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer's mother reported event for her (B)(6) year old daughter who has been a contact lens user for a few years. Mother claimed there was a different smell when opening the package and that after using it for about 2 weeks the daughter developed redness and stinging in both eyes. After going to an ophthalmologist, the consumer provided the prescription information which indicated the doctor diagnosed keratoconjunctivitis, and the doctor prescribed zylet, tobrex, refresh and artelac. After about 2 days, the symptoms were reported to be resolved. When the product use was resumed, the symptoms were reported to return. After 2-3 days of treatment, the consumer was reported to be healthy and symptom-free with spectacles. Medical records associated with the medical visit were not available.

Manufacturer narrative:
Chemical testing of a retain sample concluded this product was formulated, manufactured and packaged according to local and global specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn. Correction to initial report: this product is not associated with a recall.